Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has been returned for evaluation; no break was noted to the returned catheter. Therefore, the investigation is unconfirmed to the reported catheter dislodgement and confirmed for hub detachment.. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model 0601620 chronic catheter repair experienced a device detachment and a device dislodged or dislocated. This event was reported from a single source. This event involved a patient with no reported injury. The patient was reported as a (B)(6) year old male whose weight was not provided.